Event description:
Customer reported receiving erratic readings on their precision meter. Customer reported receiving readings of 43 mg/dl, 81 mg/dl, 283 mg/dl and 255 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been requested for investigation. A follow-up report will be filed when investigation results are available.